Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was observed that the implantable cardioverter defibrillator delivered several shocks for a diagnosed ventricular fibrillation. The electrograms were unable to be viewed due to the device indicated "egm unavailable". Adjacent episodes noted the patient experienced a supraventricular tachycardia. It's suspected that the patient received inappropriate high voltage therapy for atrial fibrillation with rapid ventricular rate. Further review, noted an additional af with rvr event where additional inappropriate therapy was suspected. No intervention was reported.